Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process, which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially received from company employee stating that after two days wearing the contact lenses during sleep time, the consumer experienced corneal ulcer, eye hurt, redness and light sensitivity in the left eye. The consumer went to the laboratory after the symptoms, they referred the consumer to eye care provider. The eye doctor prescribed tobramycin ophthalmic ointment at night moxifloxacin in every four hours. The consumer had used these contact lenses before without the same issue. The current condition of the consumer¿s eye is symptoms continuing. Additional information has been requested but not yet available.